Event description:
Medtronic received information via literature regarding predictors of high-degree conduction disturbances and pacemaker implantation after transcatheter aortic valve replacement (tavr). All data were collected from a single center between june 2018 and july 2019. The study population included 74 patients (predominantly female, mean age 82 years). Multiple manufacturer¿s devices were implanted in the study population. Among all patients, 36 were implanted with a medtronic evolut r or evolut pro bioprosthetic valve (unique device identifier numbers not provided). Among all patients, five deaths occurred, two during hospitalization and three during follow-up. No further details were provided on these deaths. Based on the available information medtronic product was not directly associated with the death(s). Among all medtronic evolut patients, adverse events included: first, second and third degree atrio-ventricular (av) block, atrial fi brillation (afib), left anterior hemiblock, left bundle branch block (lbbb), right bundle branch block (rbbb), and need for permanent pacemaker implant. Based on the available information medtronic product was associated with the adverse event(s). No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
Citation: ferreria et al. Predictors of high-degree conduction disturbances and pacemaker implantation after transcatheter aortic valve replacement: prognostic role of the electrophysiological study. Pacing clin electrophysiol. 2021 may;44(5):843-855. Doi: 10.1111/pace.14225. Epub 2021 mar 30. Earliest date of publish used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.